Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis was unknown. It was not reported whether the pt was hospitalized for the event. On an unreported date, the pt was treated with unspecified antibiotics (dose, route and frequency not reported) and hemodialysis for peritonitis. At the time of this report, pd therapy was ongoing, treatment for peritonitis was ongoing and the pt was recovering from the peritonitis event. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced an onset of peritonitis on an unreported day in (B)(6) 2014. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.